Event description:
The device was still in its unopened sterile tray. The device was returned due to charge time out and eri when testing device prior to implant. Subsequently, the device tested out of specification during mfgr's anlaysis.